Event description:
Customer reported that the touchscreen was not always responsive and registered finger touches inaccurately, causing the pump to be slow to respond and requiring multiple touches before it reacted. There was no adverse impact to the customer's blood glucose level. It was noted that no action was required as the customer declined a callback.